Event description:
Customer reported a pt death. Customer reportedly did not receive an asystole alarm page. Investigation/conclusion: ge medical system's investigation into the reported complaint is ongoing.